Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified that the juggerstitch has been cycled twice. Both anchors and sutures are out of the needle and the flexible sleeve is at the tip of the needle. There are no signs of flashing on the front end assembly and the black push button functions without any issues. The discoloration on the sutures is from the decontamination process in the lab. Confirmed that the handle is translucent green and the black push button is visually conforming to the print. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; b4; b5; d2; d9; e1; e2; e3; g1; g2; g3; g6; h1; h2. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, while deploying the implants, the suture couldn't deploy properly & back out when the surgeon tried to push the black switch forward. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.